Manufacturer narrative:
The returned units were tested. All units functioned within specifications. There were no functional or visual defects present. Issue is most likely due to the way that the units were being tested by the user. Review of the complaint database for the previous 12 months indicates that this is the only reported issue of overinfusion related to this flush device and for this product code. Medex is unable to confirm since the returned product functioned as designed. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the flush was infusing more than 3 ml/hr as stated in the IFU. No patient injury or treatment as a result of this tissue.